Event description:
Customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a generator calibration. System operates as intended. This MDR is related to ge healthcare complaint number.